Manufacturer narrative:
(B) (4). (B) (4). The reported patient effects of angina and restenosis, as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, the following information was received: post implantation of two xience v stents in the proximal left anterior descending artery, and after hospital discharge, on (B)(6) 2009, the patient was rehospitalized and was found to have elevated enzymes. The event was diagnosed as a non-q-wave myocardial infarction. No treatment was provided. On (B)(6) 2009, the patient was discharged. There was no additional information provided.

Event description:
Device issue: none. Adverse event: in-stent restenosis requiring medical intervention. Time of adverse event: approximately 4 months after stent implantation. It was reported via a trial approximately 4 months post stent implantation of a xience v stent, the patient experienced chest pain on exertion. On (B) (6) 2010, the patient was admitted for revascularization and a new stent was placed in the ostium inside the previously placed stent. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The reported patient effects of angina and restenosis, as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Received maude event report information: ((B)(4)). Thrombosis, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of myocardial infarction (mi), as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Subsequent to the initial and follow-up medwatch, the following information was received from the maude data base: the ostial left anterior descending (lad) artery was totally occluded with in-stent thrombosis. This was previously incorrectly reported as in-stent stenosis. A xience v stent was implanted and the timi flow was restored to iii. It is suspected that the patient may be a plavix non-responder resulting in in-stent thrombosis. The patient was switched to prasugrel. There was no additional information received.